Event description:
The pt called to report that pt was having power difficulties with the suspect device and that it wouldn't turn off. Pt then stated that pt had a low blood glucose incident that required intervention by paramedics. Pt described the event as follows: around 5:45pm pt used the suspect device to check pt's blood glucose and obtained a result of 100mg/dl. Pt dosed 20 units of r and 14 units nph insulins based upon a sliding scale. Pt began to feel low and ate and drank soda. Pt then felt low again at 10:00pm before bedtime and ate three cookies with a glass of milk. Pt then passed out. Paramedics were called and they tried to use pt's suspect device and could not get a result. The paramedics gave pt an IV and pt refused transportation to the hosp. No result was reported or reference to the paramedics using their own meter. The suspect device was replaced and authorized for return to the MFR for evaluation.